Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 2-2+ mixed/dynamic mitral regurgitation (mr) and a prolapsed anterior mitral leaflet for a mitraclip procedure. One mitraclip was implanted on anterior 2 and posterior 2 leaflets (a2/p2). Leaflet insertion and assessment was performed in all views. The clip was deployed and no abnormalities were noted. On (B)(6) 2023, a follow-up transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda). The posterior mitral leaflet was detached from the clip, and the mr was recurrent at grade 2-2+. The patient was stable and discharged. Re-intervention is being considered. No additional information was provided.